Event description:
Boston scientific crm received information that this device reached elective replacement indicator (eri) in less than 36 months. Monitoring voltage was 2.7 v and charge time was 18.9 seconds. Premature battery depletion was suspected. Technical services discussed that this device was not included in the mid life display of replacement indicators advisory but the behavior was similar. The device will be replaced. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
It was later reported that this device was explanted and replaced with another boston scientific device. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.